Event description:
Overdelivery reported. The pump was to be set to infuse 500ml of ns with an unspecified amount of potassium chloride at 15ml/h. The intravenous was started at 12:30pm. Later, at 4pm, it was noted that approx 400ml had infused. The nurse discovered at a prevously set secondary infusion rate had not been cleared when this infusion was set up. The pump delivered a secondary infusion first, therefore, the pump delivered at the secondary rate instead of the primary rate of 15ml/h. The infant did not exhibit any signs of volume overlaod or any other adverse effects. The pt's physician was notified and no medical interventions were required. No add'l info was available.